Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker dropped its longevity from twelve and a half years to nine and a half year in a span of eight months. Moreover, a multiple atrial tachy response (atr) was noted which likely the decrease in longevity is related. An engineering analysis was performed in which the device exhibited high rate atrial sensing that could cause an increase in power consumption. Also, the device minute ventilation (mv) and signal artifact monitoring (sam) were enabled. Device reprogramming was then suggested. To date, the device remains in service. No adverse patient effects were reported.